Event description:
It was reported that premature battery depletion was suspected. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received late due to delay in receiving paperwork. The reported premature battery depletion was confirmed in the laboratory. Based on device settings the device was found to be below expected limits. No high current drain sources were found throughout testing. An internal anomaly within the battery was found to be the cause of the premature battery depletion.